Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Bg cause was unknown. Third party assistance was required and the customer was given juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.